Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow button was over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: during investigation, the keypad cover was found to cut on the up arrow button; no peeling was observed from the base. During testing, the up arrow button was found to be over responsive; all of the other keypad buttons responded appropriately to button presses. The up button contact was inverted. The keypad cover was removed and no evidence of contamination was observed under the button contacts. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.